Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure following valve deployment there was significant aortic regurgitation and a pericardial effusion developed. The effusion was drained and the patient was emergently converted to surgical aortic valve replacement. During surgery a perforation of the non-coronary cusp and above the anterior leaflet of the mitral valve was noted. The patient was unable to recover and expired the following day. During this case the patient was prepped and draped in the usual sterile manner. The 23mm edwards balloon was introduced to perform the balloon valvuloplasty (bav). After multiple attempts the balloon was deployed within the annulus. Once the bav was performed the 26mm sapien valve was introduced. The native valve was crossed and the sapien valve was deployed. The valve was deployed and echo was assessed to check for valve placement and aortic insufficiency. Echo was difficult to visualize due to amount of calcium and shadowing. An angiogram was performed to assess aortic insufficiency and a large amount of regurgitation was seen. Echo was checked again and an effusion was noticed along with a drop in the patient¿s pressure. Upon further assessment with echo it was noticed that the effusion was getting bigger along with a continued drop in pressure. It was decided by the team to perform a pericardial window to drain the blood. The patient was then prepped and transferred to the operating room for surgical aortic valve replacement. During surgery a perforation was seen in the region between the non-coronary cusp and above the anterior leaflet of the mitral valve. With repairs made they were not able to wean the patient off pump due to acute right ventricle failure.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per medical records received, after the valve was deployed there was hemodynamic collapse, aortic insufficiency and a new pericardial effusion was identified on tee. The patient was resuscitated and an immediate subxiphoid window was performed; blood was drained from the pericardium, heparin reversed, and the patient¿s hemodynamics were restored. However, it became apparent that the patient was having continual bleeding. The patient was transferred to the operating room for explantation of the sapien valve and surgical repair. An aortotomy was created and the sapien valve was retrieved, explanted, and sent to the pathologist as specimen. A heavily calcified tri-leaflet valve was excised and the annulus was further debrided of calcium. Heavy calcification extended down onto the anterior leaflet of the mitral valve. A rupture was seen in the sub-mitral space in the region of the conduction system, that is at the junction of the non and right coronary cusps, there was a perforation. A 23mm pericardial valve was successfully sewn, however bleeding continued from the aortic root and there was no option but to also explant the surgical valve and further repair the disrupted aortic root. The surgical valve was explanted and further debridement of calcium was done. A pericardial patch was then harvested and sewn in, well down onto the ventricular surface next to the anterior leaflet of the mitral valve. This was continued up using #3-0 prolene on either side of the defect, from just to the right of the left non commissure to well onto just beyond the right non commissure. This adequately protected the area of the rupture. Next, pledgeted sutures were passed across the annulus and where neo annulus was created with the pericardial patch. A 21mm valve was lowered in position. All sutures were tied and cut. The valve fit appeared to be perfect. After thoroughly de-airing the myocardium the patient was weaned from cpb support, however the patient hemodynamics deteriorated and the patient expired. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was not significant valve oversizing, nor obliterated sinuses of valsalva, however, there was bulky native annular calcification. It is likely that an area of bulky calcification was displaced during valve deployment, resulting in the annular rupture. Heavy calcification was also noted during the explant procedure, extending from the aortic valve to the mitral valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Upon further review of the medical records received, the expiration date for this patient was corrected to reflect the procedure date instead of one day post procedure. The type of reportable event has been changed from serious injury to death.